Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Medtronic employee reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose reading was 219 mg/dl. Troubleshooting for keypad anomaly was performed and the medtronic employee advised it is very hard to push the buttons. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was with intermittent button response due to flattened all the buttons dome switch. The keypad connector was fully locked. The insulin pump has cracked case at the display window corner.